Event description:
Note: this MFR report pertains to one of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-00024, #3005099803-2012-00025, #3005099803-2012-00026, and #3005099803-2012-00027 for a description of the other devices. This report is for the first device.it was reported to boston scientific corporation that five excelon transbronchial aspiration needle (tban) devices used during a bronchoscopy procedure experienced the same issue.according to the complainant, the nurse could not get the needle to retract back into the sheath, while testing the device. They had a problem with the blue button used to move the needle. No damage, or kinks were noticed in the device. Four other tban devices had the same issue. The case was able to be completed with another tban device.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-00024, #3005099803-2012-00025, #3005099803-2012-00026, and #3005099803-2012-00027 for a description of the other devices. This report is for the first device. It was reported to boston scientific corporation that five excelon transbronchial aspiration needle (tban) devices used during a bronchoscopy procedure experienced the same issue. According to the complainant, the nurse could not get the needle to retract back into the sheath, while testing the device. They had a problem with the blue button used to move the needle. No damage, or kinks were noticed in the device. Four other tban devices had the same issue. The case was able to be completed with another tban device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years.(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The reported issue of the needle not retracting was not able to be confirmed. A visual evaluation was performed. There appeared to be plastic flash at the very tip of the sheath. The needle appeared to be fully retracted. A functional evaluation was performed and revealed that the needle could be extended and retracted as intended. It is possible that the user saw the flash and mistakenly thought it was a portion of the needle. It is also possible that procedural factors were encountered that may have contributed to the reported complaint. A review of the device history record (DHR) was performed; no anomalies were noted.